Event description:
It was reported that the lead integrity alert (lia) triggered due to the right ventricular (rv) lead oversensing. It was also reported that the rv lead was fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. The outer tubing overlay had blood/body fluid, was melted, and had cosmetic environmental stress cracking. The outer insulation had cosmetic depression. Visual analysis noted the lead had apparent explant damage. Performance data was collected from the device and analyzed. Thirteen ventricular nst<=210 ms between (B)(6) 2012. Ventricular short interval count v-sic=75.4 counts avg/day, in (B)(6) days, between (B)(6) 2012. Programmer data shows one lead integrity alert on (B)(6) 2012. One patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012.